Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The cause of death is unknown. It is unknown if the patient's death is related to the leadless implantable pulse generator (ipg).